Event description:
It was discovered in testing that a pump displayed constant downstream occlusion alarms. It was reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was rec'd and evaluated by baxter. The symptom was confirmed due to the device displaying downstream occlusion alarms upon start up of the device. The alarms were unable to be cleared. The downstream sensor/pusher was replaced as it is a known contributor to false downstream occlusion alarms.